Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient being presented with an infected total knee. The surgeon did a revision and replaced the insert.